Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Additional devices used are unknown. Establishment name: (B)(6). Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a letter from abbott. The event description states: the procedure performed was atrial flutter ablation. During the left atrial flutter procedure, the mapping catheter became stuck in the groin area and required an increase in the size of the incision at the access site. Additional devices were needed to remove the catheter. During mapping of the right atrium, a circuit anterior of the right atrial appendage that looped into the left atrium was noted. The mapping, diagnostic, and ablation catheter were placed in that area to ablate the first circuit. The activation was changed; however, the next map showed the left atrium was then the driver. A double transseptal puncture was then going to be attempted. The ablation catheter was removed and when attempting to remove the mapping catheter, it could not be removed near the groin. The terumo 8 fr introducer was noted to be bent in addition to the mapping catheter. The mapping catheter was then cut, and an attempt was made to try and upsize the original introducer. Upon removal of the terumo introducer, it was noted to be peeled back from the outside. Moreover, the external hub of the introducer was torn. After upsizing with three introducers and dilators, the mapping catheter dislodged. The mapping catheter was removed and spline b (basis spline) on the paddle was noted to be elongated. The access to continue the procedure was gained by the left groin and the transseptal puncture was successfully completed. A second mapping catheter was used, and the procedure was able to be completed with no adverse consequences to the patient outside of having to create a larger access site. Additional information was received on 11 jan 2022: the patient was in stable condition. The account had to remove/cut the introducer sheath. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is that the device was attempted to be removed despite resistance, and these forces caused mechanical damage to the device. The DHR could not be reviewed because no lot number was provided. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).